Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that per electronic instructions for use (eifu) vascular balloon expandable stent system omnilink elite FDA states: use the stent system prior to the ¿use by¿ date specified on the package. Although there were no reported device issues or adverse patient effects, in this case, use of the device past the expiration date appears to be related to user error as the expiration date was not verified prior to use. There is no indication of a product quality issue with respect to the design, manufacture.

Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after the procedure it was noted that the 8.00x59 mm omnilink elite stent was expired. There were no other device issues, there were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.